Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was removed due to an infection; no problems with pump function. The medication being delivered via the device system was not reported. A f/u report will be sent if additional info becomes available.